Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon inflated beyond the markerband. The in-stent restenosis target lesion was located in the left anterior descending artery. A 3.00mm x 15mm apex balloon catheter was used to dilate the lesion. During the first inflation, a balloon growth was noticed which reached somewhat outside the proximal markerband. After the second dilatation, a balloon growth far beyond the proximal markerband was reached. Due to this, the physician found it necessary to place an additional stent proximal to the current stent. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Received an apex balloon catheter with an apex shelf box. The batch number on the device and packaging matched the reported batch. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was deflated, as-received. There was no damage or irregularities in the as-received condition. An inflation device filled with water was used to inflate the device to nominal pressure of 6atm to measure balloon to markerband alignment. Using a calibrated steel ruler, the distal edge of the distal markerband to distal balloon body/cone transition was 0.0mm. The proximal edge of the proximal markerband to proximal balloon body/cone transition was 0.5mm. The markerband to markerband outside edges was 15mm. All measurements were within specification per the apex product specification. The reported balloon profile issue was not confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).

Event description:
It was reported that the balloon inflated beyond the markerband. The in-stent restenosis target lesion was located in the left anterior descending artery. A 3.00mm x 15mm apex¿ balloon catheter was used to dilate the lesion. During the first inflation, a balloon growth was noticed which reached somewhat outside the proximal markerband. After the second dilatation, a balloon growth far beyond the proximal markerband was reached. Due to this, the physician found it necessary to place an additional stent proximal to the current stent. No further patient complications were reported and patient's status was stable.